Manufacturer narrative:
The log file was available for investigation. Other than initially described, it was found that the ventilation failed. The device disabled automatic ventilation as a safety measure against a too high measured airway pressure and alarmed for ventilator fail. The device continues automatic ventilation on its own as soon as the airway pressure recovers. The logfile analysis did not show any technical failures. Therefore, it was concluded that external impact, for example coughing by the patient or repositioning of patient led to the ventilation failure. On site the service engineer recalibrated the sensors and tested the device according to manufacturer's specification. The device is back in use without any further problems.

Event description:
It was reported that during operation vt was low. No injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.